Event description:
Pt was connected to an 840 ventilator. A therapist was in the pt room setting up an inline nebulizer treatment. The 840 started to alarm, with high priority alarm "pt not connected". The timer initiated. The therapist initiated bagging of the pt as there was no chest rise despite her initial eval of the circuit. Pt's saturations did not drop but it appeared to the therapist that the pt was not being ventilated. Another therapist was called to come troubleshoot the ventilator. The machine was unplugged and replugged from air and oxygen, and also powered off and on twice. With 2 therapists present at bedside the pt was connected to the 840, with the circuit intact, and the ventilator continued to alarm "pt not connected" and no apparent chest rise or ventilation. The vent was taken off the pt and replaced with another type of ventilator. The circuit was left on the machine and tagged "do not use" covered and placed in the dirty equipment room. Biomed was called to eval.